Event description:
A (B)(6) male patient contacted zoll customer support to report that his battery packs would not power up his monitor. The patient was issued two replacement battery packs.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) is currently underway. The reported problem (battery won't power up monitor) is being investigated. As received, the battery would not charge in the charger or power on a monitor. A root cause investigation is currently underway at the supplier, (B)(4). A supplemental report will be sent upon completion of evaluation. Device evaluation of battery pack sn (B)(4) is currently underway. The reported problem (battery won't power up monitor) is being investigated. As received, the battery would not charge in the charger or power on a monitor. A root cause investigation is currently underway at the supplier, (B)(4). A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective battery packs. The patient was issued two replacement battery packs.